Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the underwent for a revision surgery due to non-union. It was reported that in (B)(6) 2016 the patient underwent for the open reduction internal fixation surgery for right femoral trochanteric fracture with the tfna nail. During the revision surgery on (B)(6) 2020, it was found that the nail had been broken under trochanteric femur. The surgeon unable to remove the nail due to extraction hook couldn¿t hold the nail firmly and closed the incision. The reoperation was schedule. The surgery was completed with 210 minutes delay. The patient outcome was unknown. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) extraction hook for ti cannulated nails. (B)(4).